Manufacturer narrative:
(B)(6). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up, it was noted on the chest x-ray that this electrode had migrated out of position. A revision procedure was scheduled to reposition the electrode. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.